Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited suspected loss of capture (loc) for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.